Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. An infusion set change was performed to address the occlusion alarms. The customer's blood glucose level was not impacted. The contact declined troubleshooting with tandem technical support to determine a possible cause of the occlusion. Reportedly, the supplies in used had been in use for more than 3 days.